Manufacturer narrative:
H6 medical device problem code a1102 is no longer applicable for this record. Section d1 brand name corrected.

Event description:
A second aic was retrieved and used for the case with success.

Manufacturer narrative:
Additional information received; b5 and h6 updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported 86 year old male who presented with non st elevated myocardial infarction (nstemi). He decompensated, required 16 mins of extracorporeal cardiopulmonary resuscitation (ecpr). Proceeded to have extracorporeal membrane oxygenation (ECMO) and a cp placed then transferred to a higher level of care. The receiving hospital declared the patient was not a candidate for further escalation or intervention and the patient's family decided to withdraw care. The patient likely died from cardiac arrest and resulting cardiogenic shock (no further documentation). The automated impella controller (aic) will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The aic errors were during prep and not associated with any patient consequence.

Manufacturer narrative:
Added e4 reporter also sent report to FDA was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the inability to successfully connect the pump was the presence of an air gap in the pump connector.